Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set for the ilet system leaked at the insertion site, leading the user to consume several extra infusion sets and request replacement supplies; troubleshooting and education were provided, and a goodwill order for infusion sets was sent. Symptoms included no reported hypoglycemia or hyperglycemia, with a highest/lowest blood glucose of 90 mg/dl and no ketone testing or backup therapy used. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education on proper site change and insertion technique. Investigation of this case revealed user difficulty related to infusion site leakage without device alerts or alarms. It was concluded that the event was non-serious, with no clinical impact, and resolved with education and replacement supplies.